Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported experiencing discomfort (described by the patient as heating and burning) at the implant site with stimulation. The patient desired an explant of his system. Surgical intervention may be taken to address the issue.